Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in mexico, it was a case of an implant of a 26mm sapien 3 ultra resilia in aortic position by right transfemoral approach. The valve was implanted in the desired position (80/20); however, a contrast test was performed, and severe central regurgitation was observed during the procedure. Consequently, post-dilation was performed, and the guidewire position was corrected, and a repeat test revealed continued central leak. The patient went into cardiac arrest, and cardiopulmonary resuscitation was initiated using the lucas system. When the second valve was to be implanted, the lucas system was withdrawn, and a test showed that the first valve was functioning properly. The second valve was implanted in the descending aorta because it could not be retrieved through the tip of the esheath. There were no edwards devices damaged. A pericardial effusion due to the pacemaker lead was observed and repaired. The patient died the following day, with the cause of death stated as vasoplegic shock due to right ventricular perforation with pacemaker electrode due to cardiopulmonary resuscitation maneuvers. As per medical opinion, the perceived root cause of the central leak could be due to a "frozen" leaflet.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk m anagement documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for inability to withdraw system with valve through sheath was confirmed empirically based on the reported event details. It is possible that one or more patient/procedural factors (calcification/tortuosity/small vessel size, non-coaxial withdrawal, altered crimp profile, thv not centered on flex tip) may have been present during the procedure. However, due to the limited information available, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.